Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while loading patient data into the system, it became unresponsive and the power cable was removed while moving it as a result, the system shut down abruptly. The site then attempted to turn the system back on and it appeared everything would boot except the computer because no display ever popped up. The monitor did indicate it was getting power. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that they were unable to determine the probable cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while loading patient data into the system, it became unresponsive and the power cable was removed while moving it as a result, the system shut down abruptly. The site then attempted to turn the system back on and it appeared everything would boot except the computer because no display ever popped up. The monitor did indicate it was getting power. No patient was present at the time of the event.